Manufacturer narrative:
The customer reported that the screen on this central nurse's station (cns) is lagging and sometimes the screen blacks out for a second and then comesback. The customer also reported getting a "fan system error". Technical service (ts) informed the customer that it is recommended for the cns to be rebooted once quarterly to prevent lagging/freezing issues from occurring. For the fan error, the customer was advised to clean the cns with compressed air as it might be dusty. For the screen black out ts asked the customer to verify that the dvi and the vga cables are securely attached to the back of the monitors and cns tower. Ts also advised the customer to move the screen to another cns and see if the issue follows the screen or the cns tower itself. The customer will troubleshoot and email back with results. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on this central nurse's station (cns) is lagging and sometimes the screen blacks out for a second and then comesback.